Event description:
It was reported that the customer had a crack on the insulin pump and has received motor error and no delivery alarms over the span of several months. However, the motor error alarm was only received today. Customer's blood glucose level was 185 mg/dl. Customer stated that the physical damage is on the reservoir area and was caused by normal wear and tear. Customer's husband declined to troubleshoot for the no delivery alarm. Customer was advised that insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. Unable to verify excessive no delivery alarms due to prime anomaly. Insulin pump had damaged force sensor by moisture. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched display window, broken reservoir tube lip, missing end cap sticker and reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.